Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was further determined that the machine did not run which made testing not possible, the coupling head was defective and worn, and the motor was defective. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit on the small battery device was not functioning and defective. It was further determined that the machine did not run and testing was not possible. It was noted in the service order that the coupling head and motor were worn. The event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.